Event description:
It was reported that while in the cardio-vascular radiology department, the physician introduced the intra-aortic balloon (iab) into the super arrow-flex-sheath, but was unable to progress (stopped about half of the length of the balloon membrane). As a result, the iab and the sheath had to be removed. The physician used the other arrow sheath (conventional sheath) to insert the competitor's iab without incident. The ischemia was quickly reabsorbed when the iab was removed from pt.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval. Follow-up report will be filed if additional info becomes available.